Event description:
Reportedly, shortly after implantation of the subject ICD, a message was displayed to the user, stating that ventricular oversensing was suspected. In addition, at first interrogation of the device, a message about a necessary initialization appeared and was accepted by the user.

Manufacturer narrative:
Following additional questions received, the analysis report was updated. Please find attached the updated analysis report.

Event description:
Reportedly, shortly after implantation of the subject ICD, a message was displayed to the user, stating that ventricular oversensing was suspected. In addition, at first interrogation of the device, a message about a necessary initialization appeared and was accepted by the user.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, shortly after implantation of the subject ICD, a message was displayed to the user, stating that ventricular oversensing was suspected. In addition, at first interrogation of the device, a message about a necessary initialization appeared and was accepted by the user.